Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reports that the device has a battery re-calibration error. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after battery recalibration, the unit still indicates battery recalibration recommended. There was no reported patient involvement.